Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as open red bleeding sores from garment rubbing .There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized,It's unclear if a nurse applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
not applicable.